Event description:
Related manufacturer report number: 2017865-2023-50636. It was reported that low i2i communication between the atrial and ventricular devices resulted in loss of atrial pacing. A firmware upgrade was performed to resolve the event and the patient was in stable condition.